Event description:
The ed reports that the patient was on bipap that had been initiated upon arrival. Rn went into room to find bipap smoking. The piece of equipment was removed from the patient and taken out of the department. Patient was not in any distress and switched to a new machine. Clinical engineering notified and equipment removed from service for repair.